Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. An opened sample was sent for analysis. During the visual inspection of the representative sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The needle-suture combination was tested by knot tensile strength and the results is above the minimum individual strength requirement. Per the condition of the representative sample, no performance - breakage suture was found on the strand and the tested suture met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017, and suture was used. During the procedure, the suture broke when closing fat layer. There was a five minutes delay to procedure. Another like suture was used to complete the procedure. There were no patient consequences. No additional information is available.